Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl. The nurse stated that the doctor wanted the insulin pump replaced. Nothing further was reported.